Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was ranging between 150-280 mg/dl. The customer declined to complete the troubleshooting with tandem technical support.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.